Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. The lcd display was replaced. The damage is not consistent with normal wear and tear. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.